Event description:
While performing bench service for the device, it was identified by an authorized bench technician that the standoffs for the front screws on the display assembly were broken. There was no patient involvement.